Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had external driveline casing wear and tear that was taped.

Manufacturer narrative:
Section d4 - model and catalog number corrected. Section d4 - expiration date - corrected. Section d4, primary UDI number: corrected. Section h4 - device manufacture date - corrected. Manufacturer's investigation conclusion: the reported superficial damage of the driveline could not be confirmed, and a specific cause for the damage could not be conclusively determined through this evaluation. The submitted log file captured the pump operating as intended above the low-speed limit. The reported damage appeared to be cosmetic only. The patient remains ongoing on heartmate ii left ventricular assis system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Several sections of the IFU and patient handbook provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.